Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular and cerebrovascular events in 2010, 2011 and 2012; subsequently, expiring on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This report represents multiple events reported (cardiovascular and cerebrovascular) for the year 2012 and associated with MDR # 1225714-2013-00535, 1225714-2013-00536, 1225714-2013-00537, 1225714-2013-00538, 1225714-2013-00539, 1225714-2013-00541, 1225714-2013-00542.